Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 that a low transmitter battery warning occurred. Data was provided for investigation. Signal loss was found via the data review. The reported issue was not confirmed . A root cause could not be determined. No additional event information is available.